Event description:
A report was received that stated the pump alarmed "error code 44510'. No patient injury or adverse event was reported.

Manufacturer narrative:
The device was received for evaluation. Testing of the device confirmed error coe 44510. Therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.